Event description:
It was reported that during a da vinci si prostatectomy procedure, the site was unable to swap the pt side manipulator's (psm's). With the assistance of a technical support engineer, the site pressed e-stop and fault override; however, the psm's still would not swap. The site verified that the psm's light-emitting diode (led) was illuminate blue indicating the psm was ready for surgeon control; however, the surgeon made the decision to undock the pt from the system and abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system issue experienced by the customer was associated with a damaged footswitch cable. The system was repaired by replacing the affected footswitch cable. As of (B)(6) 2010, there have been no reported recurrences of the issue at this hospital.